Manufacturer narrative:
Orapharma inc (importer) is submitting this report on behalf of datum dental ltd in accordance with exemption (B)(4) . Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that they physician inadvertently applied the template instead of the collagen membrane. Additional info has been requested but has not been received.